Manufacturer narrative:
A review of the device history record (DHR) could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. A sample was not returned for evaluation of the reported condition therefore the issue could not be confirmed. Based on the description of the event, it was determined that loose contamination could be generated by three principal issues: the design of the solvent supply may have been inadequate. By the design of the assembly machine, the process requires continues adjustment, and finally. The paper bag used in the product may contain loose particles. Corrective action awareness training was completed by all personnel to ensure that they are aware of the reported condition. The corrective and preventive actions (CAPA) will be included in the open CAPA related to this issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a connector tube. The customer reports that blue end of the tubing pops off. No patient injury or ill-effects.